Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the device failed to convert the patient's ventricular tachycardia rhythm. The patient was seen in clinic and programming changes were made. The patient was stable.